Event description:
It was reported that a physician's handheld device would not hold a charge. The physician was sent a new handheld device and returned his old one. The handheld in question has been received by the manufacturer; however, device eval has not been completed.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.